Event description:
Report received from (B)(6), the device required service due to cutter insertion defect. It is known that the event did not occur during surgery; however, it is unk if there was pt/user injury, surgical delay or medical intervention related to this occurrence. The date of the event is unk. No additional information available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and reported condition of 5.0 cm short attachment having the sutter insertion defect was confirmed. During the pre-repair diagnostic assessment the device was found to have the cutter insertion defect. If additional information is received, a supplemental report will be sent. Ref: (B)(4).